Event description:
Adverse event(s): "visual acuity decreased" (vision, impaired). Product problem(s): "light scattering". A surgeon reported that 10 years following intraocular lens (iol) implant surgery, a pt experienced a decrease in visual acuity. Possible surface light scattering was considered. The original iol implant had been done at the same time as vitreous surgery for diabetic retinopathy (pre-existing). The surgeon reported that following a eas1000 test, the iol was exchanged. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested. (B) (4) (B) (4). (B) (4).